Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint ipg could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having frequent ipg charging. The physician believed that the ipg was malfunctioning. The patient underwent an ipg replacement. The patient was reportedly doing well post operatively.